Event description:
The account alleged that the bed runs into the chair position unintentionally.

Manufacturer narrative:
The account isolated that testport and the unintentional movement quit. The account replaced the testport to repair the bed.